Event description:
It was reported to boston scientific corporation that a percuflex urinary diversion stent set was used during a ileal conduit procedure. According to the complainant, the pigtail was found to be bent prior to insertion into the body. The procedure was successfully completed with another percuflex urinary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).